Event description:
It was reported that the insulin pump had screen scratched and it was hard to read the numbers. Customer also stated the she had broken clip. Troubleshooting was done. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, cracked reservoir tube lip and cracked battery tube threads.